Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 469mg/dl.  The customer did not treat their blood glucose at the time of the call.  Troubleshooting was declined by customer. The product was not returned for analysis.